Event description:
A caller reported receiving a minimum fill notification and was not attempting to load a new cartridge but rather reloading an existing one with 80 units or more of insulin. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area using an alcohol wipe or lint-free cloth, but reloading the same cartridge did not resolve the issue. The caller was then guided through proper loading techniques with a new cartridge. As the caller was out of insulin, they planned to use multiple daily injections and were advised to contact their healthcare provider. Technical support escalated the issue for further assistance.